Manufacturer narrative:
Evaluation summary: it is not known how securely the positioner was threaded onto the shell during re-positioning. The magnitudes and directions of forces applied during re-positioning are unknown. Side impactions could result in an unintended loading condition for the threads and increased stresses that exceed the strength of the threads. A definitive root cause cannot be determined with the information provided. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that during the procedure, the cup inserter stripped. Upon examination of the inserter, it appeared that the distal threads had been damaged. This resulted in alternative implants having to be used.